Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. A moderately calcified target lesion was identified. A 15mm x 1.20mm emerge catheter balloon was used for pre-dilation. The balloon ruptured during 1st inflation at 4 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).